Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far r-wave oversensing resulting in inappropriate mode switch episodes on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was unknown.